Event description:
It was reported by the customer that a pyxis medstation es system had failed drawer, preventing user from removing the required medications and causing delays.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers failed to open. A field service engineer removed and adjusted latch assembly mount to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.